Manufacturer narrative:
MDR 3003442380-2024-01275 - device 12 of 15.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set fell off during use since (B)(6) 2024. Moreover, the issue occurred with 10-15 similar types of infusion sets used for less than a day. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.